Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the soft cannula was ripped, on the exposed portion right at the tip of the formed needle. It could not be determined when this damage occurred, and it could not be conclusively determined if this was a source of leakage or affected the device¿s ability to deliver insulin at the time the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached around 300 mg/dl while wearing the pod for about 24 hours on the thigh. When she tried to bolus, she could smell the insulin and she could feel some wetness at the pod site. She checked the pod and noticed that it was leaking, so she removed it early.